Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse has been getting erratic patient temperature (pt) readings on the arctic sun device. The probe (esophageal) was reading 19c. An axillary temperature reads 33.2c. No secondary core in place. Checked event log and noted alert 116 (patient temperature not changed), alarm 15 (unable to obtain stable patient temperature) and alarm 14 (probe out of range). Had flex cable and patient temperature (pt) remained stable. Explained it was possible the probe was damaged or shorted, or the probe itself was damaged. First try replacing the cable, which was able to do while they were on the phone. If this did not resolve the issue, and the alerts and alarms persist, replace the patient probe. Per follow up information received via task on 25jun2025, spoke via phone and it was reported that during the technical support call, the cable was replaced which did not resolve the issue. Next, the probe was replaced, and the issue was resolved. The patient completed therapy, and no patient impact was reported. No sample is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse has been getting erratic patient temperature (pt) readings on the arctic sun device. The probe (esophageal) was reading 19c. An axillary temperature reads 33.2c. No secondary core in place. Checked event log and noted alert 116 (patient temperature not changed), alarm 15 (unable to obtain stable patient temperature) and alarm 14 (probe out of range). Had flex cable and patient temperature (pt) remained stable. Explained it was possible the probe was damaged or shorted, or the probe itself was damaged. First try replacing the cable, which was able to do while they were on the phone. If this did not resolve the issue, and the alerts and alarms persist, replace the patient probe.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse has been getting erratic patient temperature (pt) readings on the arctic sun device. The probe (esophageal) was reading 19c. An axillary temperature reads 33.2c. No secondary core in place. Checked event log and noted alert 116 (patient temperature not changed), alarm 15 (unable to obtain stable patient temperature) and alarm 14 (probe out of range). Had flex cable and patient temperature (pt) remained stable. Explained it was possible the probe was damaged or shorted, or the probe itself was damaged. First try replacing the cable, which was able to do while they were on the phone. If this did not resolve the issue, and the alerts and alarms persist, replace the patient probe. Per follow up information received via task on 25jun2025, spoke via phone and it was reported that during the technical support call, the cable was replaced which did not resolve the issue. Next, the probe was replaced, and the issue was resolved. The patient completed therapy, and no patient impact was reported. No sample is available.